Event description:
It was reported that the customer was hospitalized due to high blood glucose over 500mg/dl. Then the husband called and stated that after the customer bolused for a meal the reservoir was empty. The spouse stated that the customer did not receive the low reservoir warning, and his wife ended in the hospital. The husband attempted to reconnect the insulin pump, but the customer now is going low because she may have received more insulin from her basal rate. Advised the spouse that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.